Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial tachycardia (at). Therapy was exhausted. The devices was reprogrammed and the patient was hospitalized due to the therapies. At this time, this ICD remains in service and there were no additional adverse patient effects reported.